Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, selftest and occlusion test. Unit was monitored and functioning properly. Pump passed the dat at 0.0869 inches. Pump history was download successfully. Bolus delivery on the event date: 06/05/2025 00:01:00.000 normalbolusdelivered (220). Bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 250 (0.025 u). Bolusamountdelivered: 250 (0.025 u). The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿paired successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the sensor warm up. The pump calibrated and displayed the programmed value of 180 mg/dl properly on the display graph. No unexpected sensor errors or anomalies were noted during testing. Tested with a test p-cap and the test p-cap locked in place properly. Unit perform visual inspection and pump received with no cosmetic damage found. Unit passed required testing. No current code/category not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported high blood glucose and the pump sometimes does not accept calibration. The customer reported a blood glucose value of 250 mg/dl. The customer reported hyperglycemia was treated with a manual injection/insulin pen. The event involved products mmt-431ag, mmt-342, mmt-1884l, and mmt-7040a. Troubleshooting was not performed, and it was unknown whether the customer has been using the insulin pump system within 48 hours of the reported high blood glucose event or not. It was unknown whether the customer was used the auto mode feature at the time of the event or not. No further patient complications were reported. No product return is required for mmt-431ag, mmt-342, mmt-1884l, and mmt-7040a.